Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2021. On (B)(6) 2021, the patient¿s mother stated the child had difficulty swallowing water at bedtime unexpectedly. The parent checked the bg and it was 30 mg/dl, but the cgm was 111 mg/dl. Other bg/cgm values during the event were: bg 130 mg/dl, cgm 180 mg/dl; bg 300 mg/dl cgm 200 mg/dl; bg 85 mg/dl, cgm 136 mg/dl. Afterwards the parent gave the child dextrose and juice to raise the bg, removed the sensor, and no medical intervention was needed. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.